Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient's heart rate reportedly increased. There was no confirmation received if the patient¿s increase in heart rate was device related. The ICD was explanted. There were no additional adverse patient effects reported.